Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported experiencing a blood glucose of 26 mmol/l with increased thirst, frequent urination, and tiredness. The patient reported bolused to correct for elevated blood glucose and dropped to 2.3 mmol/l. The patient reported treating with oral carbohydrate and temporarily decreased basal rate and blood glucose levels resolved. Customer support advised the patient to discuss site rotation with a health care provider as the patient was using only the abdomen for infusion sites. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No activity outside of normal use was observed in the pump black box or download history. During the load step the pump did not detect the filled cartridge. A force sensor calibration test showed that the force sensor was out of calibration. The pump was opened and contamination was found in the force sensor assembly. Flow accuracy testing was unable to be completed due to the pump being unable to load a cartridge. Correction number: 2531779-03/24/2010-003-r.